Event description:
Pt who had a 1-level eagle plate implanted at c6-7 was having a procedure at c7-t1 for adjacent level dd. Surgeon attempted to remove the eagle plate, however, the driver tips broke off in the screw heads attempting to back out the screws. It was impossible to remove the plate and was left in place and surgeon did a stand alone adcf at c7-t1. As a portion of the driver tip was left in the screw head an MDR is being reported. See also 1526439-2006-00262.

Manufacturer narrative:
The malfunctions occurred during a revision. It is not known how long the plate was in place. A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force placed on the instrument during use. Caution should be taken not to over-torque the instrument.